Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Plaintiff was implanted with the ams monarc, "on or about (B)(6) 2007" to treat "pelvic organ prolapse and/or urinary incontinence." Plaintiff's attorney alleges that the "plaintiff began experiencing infections, pain, bleeding, pain with sexual intercourse and urinary problems some time after implant. Plaintiff's attorney also alleges that the plaintiff, "suffered and continues to suffer, serious bodily injury and harm," as well as, "severe and permanent bodily injuries and significant mental and physical pain and suffering," she will "continue to receive medical treatment adn is anticipated to undergo further medical treatment," along with other damages.